Event description:
It was reported there is fall damage to the device and there is no acoustic signal when the device is switched on.

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported there is fall damage to the device and there is no acoustic signal when the device is switched on due to the speaker being damaged. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with a defective speaker and the speaker would need to be replaced. The fse resolved the issue by replacing the mp2 speaker assembly. The device was tested and determined to be functioning.